Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not mesh evenly. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher three times. The last repair was may 16, 2016 where it was reported that the device chewed up the graft and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated the 4:1 ratio cutter. Initial qa inspection of the skin graft mesher revealed that the comb, roller, side plates, sliding pins and ratchet were damaged. The calibration and test cut could not be passed due to damaged comb. The 4:1 ratio cutter failed to produce complete cut. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, bushings, side plates comb, hardware and repaired ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it cannot be determined which cutter was being used during the event. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the repair it was noted that the 4:1 ratio cutter produced an incomplete cut. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.